Event description:
A patient with a significant history of dementia, diastolic chf, and atrial fibrillation was admitted to the hospital's ICU for hypercapnic respiratory failure. Her condition improved and she was placed on a medical-surgical floor with bipap support. The patient was subsequently found to be in cardiac arrest. It was also noted that the bipap oxygen tubing was detached from her face mask. Resuscitation efforts were not successful. The patient's family declined an autopsy.

Event description:
A patient with a significant history of dementia, diastolic chf, and atrial fibrillation was admitted to the hospital's ICU for hypercapnic respiratory failure. Her condition improved and she was placed on a medical-surgical floor with bipap support. The patient was subsequently found to be in cardiac arrest. It was also noted that the bipap oxygen tubing was detached from her face mask. Resuscitation efforts were not successful. The patient's family declined an autopsy.